Event description:
A hemodialysis inpatient user facility reported that during treatment a blood leak occurred. The leak was visually observed to be an internal leak. The machine alarmed. Test stripes were used to confirm the leak. Estimated blood loss was 100cc. The pt has no adverse effects and no medical intervention was required. The pt completed treatment with a new set-up. A companion sample is available for mfg eval and has been requested.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.